Manufacturer narrative:
Zoll medical corporation has been received the product.

Event description:
During biomed testing the device inapproprately shuts down. There was no pt involvement in the reported malfunction.